Event description:
During the surgery the distal balloon would not deflate. Tried to use different syringe and it still would not deflate. The physician then cut the tubing to deflate the balloon. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.